Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She was unable to remove the tampon herself and went to the doctor the next day. The provider was able to remove the tampon in one piece and she was prescribed an oral medication. She did not experience any unusual symptoms and was doing fine.